Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill message occurred with 2 cartridges after the cartridges were filled with 200 units of insulin. Reportedly, the customer injected air into the cartridge prior to filling the cartridge. A new cartridge was successfully loaded to address the event. Blood glucose was 150 mg/dl.